Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc700 clinical chemistry analyzer. The failure was identified as defective chloride (cl) electrode. The fse found that the ise electrodes had been in use for about a year without replacement. In addition, tubing fitting on reference block was loose and would not secure in place. The fse replaced the cl electrode and repeated samples obtaining normal results. The fse also ordered a new ref block and tubing. The issue was resolved by replacing the cl electrode. The fse performed system verification successfully without further issues. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated false result for ion selective electrodes (ise) sodium (na), potassium (k) and chloride (cl). The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.